Event description:
It was reported that the pt was treated at the emergency room for elevated blood glucose levels.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the event described in this complaint occurred on (B)(4) 2010. The black box and pump history were downloaded; the data for the event were overwritten and no longer available for analysis due to continued use of the pump. The pump was returned due to a battery compartment crack. The current findings revealed that only typical usage alarms and warnings were observed. The total daily dose added up correctly and reflected the user's programmed basal rates. There was a visible crack in the battery compartment accompanied by corrosion. A force sensor calibration check showed that the pump was not detecting the correct force but the force sensor resistance was found to be in specifications. The black box showed evidence that the pump's time and date were rest after the pump was powered up on (B)(4) 2013. The pump cover was removed and a visible inspection of the internal battery bt1 component showed it was leaking. In summary, the above findings were related to the pump damage but the event alleged in this complaint was unable to be confirmed or duplicated as the pump information for the complaint date was overwritten.